Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.